Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer reported that the insulin pump was exposed to high magnetic fields earlier in the day of the call. Most recent blood glucose level was 140 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to out of phase motor encoder signal. The insulin pump was unable to perform displacement test due to motor error alarms. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.